Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device's front panel membrane was replaced to resolve the malfunction. Our analysis of data indicates for reports of this type is attributed to high contact resistance within the front panel membrane and that the keys do respond however they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability.